Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented to another local hospital and a CT was performed. On review, the CT showed a posterior retro peritoneal rupture. The patient was transported to another hospital. The physician stated that there appeared to be a type 1b leak from the right common iliac limb. The physician described the stent graft as being only in the right common a little, and that the iliac was now measuring 30mm and bigger. The physician extended that iliac limb with 2 endurant limbs. After using the reliant balloon to balloon all the junction spots and the new limb, a final angiogram was performed and there was no endoleak. The physician said he thinks that the iliac had just enlarged and that the limb had pulled up. The patient was doing well. The physician stated that the cause of the event was due to anatomy, an enlarging right common iliac artery. No additional clinical sequelae were reported.